Manufacturer narrative:
There were no devices explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had experienced a dura puncture resulting in the leakage of cerebrospinal fluid. The physician addressed the issue with a muscle patch/stitch, as well as a csf drain for 5 days, during which the patient was hospitalized. The nevro system was ultimately implanted without further complications and the patient has recovered without sequelae.